Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite¿ extension set experienced leakage. The following information was provided by the initial reporter: leak from the filter.

Event description:
It was reported that the bd smartsite¿ extension set experienced leakage. The following information was provided by the initial reporter: leak from the filter

Manufacturer narrative:
Investigation summary no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 20350e lot number 21049607 was performed. The search showed that a total of 13,203 units in 1 lot number was built on 07apr2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.